Event description:
During the stimulation lead reimplant procedure, while tunneling with a medtronic catheter passer, the transjugular vein was inadvertently nicked, and the patient experienced significant bleeding. Surgeon identified the source of bleeding, suctioned the area, and achieved hemostasis using cautery. This resolved the issue.